Event description:
It was reported the patient (netherlands) lost stimulation due to high/invalid impedance on all contacts. As a result, the patient underwent surgical intervention. During the procedure, the lead was found to be bent. In turn, the lead was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
Results: the report of invalid impedance from the field was confirmed. Analysis of the returned lead identified a kink with all internal wires broken. This is consistent with an overstress condition the lead was subjected to at the distal end of the swift-lock anchor while implanted. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.